Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with customer and obtained the following additional information: the customer stated they had four handpieces that malfunction in the same case (maybe 2 scissors and 2 graspers). The customer stated they tried to move the instrument up, but it went down instead. There was no injury to the patient injury. Patient demographic information has been provided for the following fields: patient weight, weight units, patient race, and patient date of birth. Isi followed up with isi clinical sales representative (csr) and obtained the following additional information: the csr stated that he was unaware of any additional information regarding the four instruments. The only two instruments that had issues was the monopolar curved scissors (mcs) for this current reported issue. The other complaint was for the other mcs instrument which was for dull blades for the same procedure date (captured on patient identifier (B)(6)). The csr also clarified that the correct address that performed the surgery was for this site was 3200 pleasant valley road, west bend, wi 53095. Isi did receive the mcs instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. Visual inspection found no signs of physical damage at the distal or proximal ends. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited unintuitive motion when the master tool manipulator (mtms) were manipulated. The slaves (following axes) move precisely and proportionally to the master (lead controller), started and stopping with master motion. They just move in the wrong direction. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument will be forwarded to failure analysis engineer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and initial findings were confirmed. The mcs instrument was placed on an in-house system and was confirmed to exhibit unintuitive motion. The pitch motion was precise and exact but was found to move opposite of the master tool manipulator (mtm) command. The manufacturing engineering disassembled the instrument and found that the keys of the tube extension were broken and damaged. The tube extension keys secure the shaft to the proximal clevis. As the keys were damaged, the proximal clevis likely got rotated resulting in the unintuitive motion observed. It was additionally observed that the proximal clevis had significant scratch marks, abrasions.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the jaws of monopolar curved scissors (mcs) instrument move opposite of what the operator wanted. The intuitive surgical inc. (Isi) representative grabbed a replacement from the supply core and the procedure went forward without further complications the procedure was completed with no reported injury. On (B)(6) 2023, intuitive surgical, inc. Received ufi (B)(4) stating: monopolar robotic scissor instrument jaws will move opposite of what operator wants- up goes down, down goes up. Rep for intuitive grabbed a replacement from supply core, and procedure went forward without further complications. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.